Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. The customer tested quality control (qc), performed a system check, and completed precision runs after the event. The results passed within published assay and instrument performance specifications. No hardware issues were identified as contributing to the reported event. In conclusion, the cause of the elevated, non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The sample (designated as sample one (1)) from the patient was retested using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. A second sample (designated as sample two (2)) from the patient was tested using a unicel dxi 800 access immunoassay system (serial number not supplied) and a result above the assay's normal reference range was obtained. The customer stated the initial elevated, non-reproducible access accutni+3 result was reported from the laboratory. The customer stated the patient was admitted to the hospital in association with the non-reproducible access accutni+3 result. The customer stated quality control (qc) recovery was within the laboratory's established ranges prior to the event. The customer stated the sample was collected in a mint green tube. Sample was centrifuged for five (5) minutes at 3000 rpm (revolutions per minute). The customer did not provide the temperature at which the sample was centrifuged. No sample integrity issues were reported by the customer.